Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient turned their device off because it shocked them really bad the other day. It was noted that the patient wanted to have their device removed. The patient wanted to know if they could have an MRI of their knee because they hurt their knee really bad.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v434615, implanted: (B)(6) 2013, product type: lead. Product ID: unknown prog, serial# unknown, product type: programmer, physician. (B)(4).